Event description:
General report received of a leak of IV fluids and blood at the connection of the set to the IV access catheter. The customer reported "approximately 10" incidents occurred with pts undergoing unspecified surgical procedures. The primary IV tubings and the extension sets were infusing hydration solutions consisting of either normal saline or lactated ringers solution. The male luer of the extension sets would not seat securely into the insyte 20g angiocath IV access catheters. This resulted in "a few drops" of blood loss that leaked over the pts' hands, and an unspecified amount of IV fluid leakage. The problems were resolved by replacing the tubings with extension sets of a different lot number. The customer reported there were no delays in critical therapy and no adverse pt effects. Although requested, no additional info was provided.